Event description:
A user facility reported that an intraocular lens appeared damaged. The damage was noted as the lens was removed from its packaging. There was no pt impact/injury associated with this report.